Manufacturer narrative:
Findings: button error alarm and intermittent button response due to corroded keypad traces. Pump received with cracked case at display window corners, reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 170 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.